Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation and image was provided. Material twisting and material separation was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106. Recanalization catheter allegedly experienced material separation, and material twisted. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.